Event description:
It was reported that a patient presented post procedure with intermittent and no ventricular capture. Upon review, the patient's right ventricular lead was oversensing intrinsic atrial signals from the patient's movement and anatomy. The lead was repositioned and the patient was stable post procedure.